Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb reciprocating saw was running faster than intended. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed. Upon disassembly for visual inspection, a worn motor assembly was noted.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb reciprocating saw was running faster than intended. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.